Event description:
The manufacturer received information allegation of a service required alarm related to the device's pressure. There was no harm or injury reported. The device's machine flow sensor and system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging service required alarm related to the device's pressure. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information allegation of a service required alarm related to the device's pressure. There was no harm or injury reported. The device's machine flow sensor and system board needs to be replaced to address the issue. Section h6 captured incorrectly in previous report, it has been corrected in this report.